Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# v162297, implanted: (B)(6) 2008, product type lead; product ID 3487a-56, lot# v153223, implanted: (B)(6) 2008-, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
The patient had her device removed in (B)(6) 2012 due to it not working well. She had a device implanted made by a different company. Additional information has been requested.